Event description:
It was reported that cartridge change errors occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer removed debris on the guide rail and reloaded cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.